Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a por (power on reset) message was reported. It was indicated that the rep did have access to the patient/clinician programmer and there were able to successfully clear the por. The specific por screen seen was 0x400 parity error. It was indicated that after seeing the initial por screen on the clinician programmer they saw another por notification with the code of 0x0. It was reported that the rep updated the date and time and then exited the clinician session. It as reported that troubleshooting resolved the reported issue and they were able to start charging without the por message. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.